Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that after bypass surgery, the patient had hypotension and their flow dynamics were unstable. It was determined intra-aortic balloon (iab) therapy was indicated. After approximately two days of therapy the pump alarmed "leak in iab circuit" and there was blood seen in the iab catheter tubing. The iab catheter was removed. Adrenaline was provided and the iab catheter was replaced so therapy could continue.